Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple pieces of metal wires and coils'), pelvic pain ('pelvic/chronic pain/pain') and genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip. Concurrent conditions included uterine bleeding, endometrial polyp, abdominal fullness, benign ovarian cyst, benign cervical tumor, bloating and smoker. Concomitant products included lorazepam (ativan) since (B)(6) 2013 to 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and panic attack ("psych injury/panic attacks"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes/hot flashes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmennorhea (cramping)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs."), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs"), adenomyosis ("endometriosis within fallopian tubes,cervix and uterine wall"), endometriosis ("endometriosis within fallopian tubes,cervix and uterine wall"), anxiety ("anxiety"), fatiguability ("tired easily") and flatulence ("move the gas") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy and on (B)(6) 2012 and (B)(6) 2013 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, abdominal pain, back pain, dyspareunia, dysmenorrhoea, hot flush, visual impairment, weight increased, adenomyosis, endometriosis, anxiety, fatiguability and flatulence outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder and panic attack had resolved. The reporter considered abdominal pain, adenomyosis, anxiety, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flatulence, gastrointestinal disorder, genital haemorrhage, hot flush, iron deficiency anaemia, menorrhagia, panic attack, pelvic pain, urinary tract disorder, visual impairment, weight increased and fatiguability to be related to essure. The reporter commented: discrepancy noted for lab data reported : date of confirm. Test (B)(6) 2009 (discrepancy noted). Plaintiff received treatment for pain, bleeding, other injuries/sympt. The consumer reported couldn't sit in the car comfortably. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Both sides were closed. Imaging procedure - on (B)(6) 2009: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, genital hemorrhage, pelvic pain, hot flashes concerning the injuries reported in this case, the following ones were described in patient¿s medical records : multiple pieces of metal wires and coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events were added as flatulence, fatigue. The event anxiety was added (previously was not updated). The concurrent was updated as smoker and the historical condition was updated as right hip pain(previously was not updated). New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple pieces of metal wires and coils'), pelvic pain ('pelvic/chronic pain/pain'), genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, endometrial polyp, abdominal fullness, benign ovarian cyst, benign cervical tumor and bloating. Concomitant products included lorazepam (ativan) since (B)(6) 2013 to 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required) and panic attack ("psych injury/panic attacks"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes/hot flashes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmennorhea (cramping)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs."), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs"), adenomyosis ("endometriosis within fallopian tubes,cervix and uterine wall") and endometriosis ("endometriosis within fallopian tubes,cervix and uterine wall") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy and on (B)(6) 2012 and (B)(6) 2013 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, abdominal pain, back pain, dyspareunia, dysmenorrhoea, hot flush, visual impairment, weight increased, adenomyosis and endometriosis outcome was unknown and the pelvic pain, genital hemorrhage, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder and panic attack had resolved. The reporter considered abdominal pain, adenomyosis, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital hemorrhage, hot flush, iron deficiency anaemia, menorrhagia, panic attack, pelvic pain, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data reported : date of confirm. Test (B)(6) 2009 (discrepancy noted). Plaintiff received treatment for pain, bleeding, other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Both sides were closed. Imaging procedure - on (B)(6) 2009: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, genital hemorrhage, pelvic pain, hot flashes concerning the injuries reported in this case, the following ones were described in patient¿s medical records : multiple pieces of metal wires and coils quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple pieces of metal wires and coils'), pelvic pain ('pelvic/chronic pain/pain'), genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, endometrial polyp, abdominal fullness, benign ovarian cyst, benign cervical tumor and bloating. Concomitant products included lorazepam (ativan) since (B)(6) 2013 to 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and panic attack ("psych injury/panic attacks"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes/hot flashes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs."), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs"), adenomyosis ("endometriosis within fallopian tubes,cervix and uterine wall") and endometriosis ("endometriosis within fallopian tubes,cervix and uterine wall") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy and on (B)(6) 2012 and (B)(6) 2013 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, abdominal pain, back pain, dyspareunia, dysmenorrhoea, hot flush, visual impairment, weight increased, adenomyosis and endometriosis outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder and panic attack had resolved. The reporter considered abdominal pain, adenomyosis, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, hot flush, iron deficiency anaemia, menorrhagia, panic attack, pelvic pain, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data reported: date of confirm. Test (B)(6) 2009 (discrepancy noted). Plaintiff received treatment for pain, bleeding, other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Both sides were closed. Imaging procedure - on (B)(6) 2009: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, genital hemorrhage, pelvic pain, hot flashes concerning the injuries reported in this case, the following ones were described in patient¿s medical records: multiple pieces of metal wires and coils quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: fu 2 and 3 were processed together. Pfs received. Previously reported injury to herself were updated to pelvic/chronic pain, dyspareunia (painful sexual intercourse), abdominal pain, back pain, dysmennorhea (cramping), fatigue, gi conditions, hormonal changes/hot flashes, vision probs, weight gain, psych injury/panic attacks, bladder probs.,urinary probs. Reporter information, lab data added. On (B)(6) 2019: events added: endometriosis within fallopian tubes, cervix and uterine wall, multiple pieces of metal wires and coils added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.